Event description:
Healthcare professional reported that the valve was abandoned when a hole was noted in one of the cusps. The surgeon attempted to repair with 7-0 prolene, but didn't like the results. The valve was replaced and returned for eval.